Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that he was having issues with the up arrow button. He is blind. Customer's blood glucose level was between 420 mg/dl and 530 mg/dl. He treated his blood glucose level with a needle. Sometimes when entering his carbohydrates, it skipped numbers. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.